Event description:
It was reported that patient was not getting adequate pain relief on one side due to spinal cord stimulation (scs) lead had migrated all the way to the pocket. The patient underwent a lead replacement procedure with new lead placement. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.